Event description:
The following has been reported: nurse reported: "report was received from our newport news office that they have had multiple primary sets from lot # fa25f16046 where "the secondary port on the cassette is coming off when either removing the syringe or a secondary tubing." No patient or staff injuries because of any of the failures. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to set-0013-25. During the visual inspection it was identified a missing luer activated valve (secondary port) in the administration cassette. The separated k-zero was not returned for evaluation. Under microscope a residual glue was detected around the secondary port at the administration cassette. The customer complaint is confirmed. The most probable root cause of the reported incident is associated with a manufacturing assembly error related to the lack of uv glue application or insufficient curing time during the bonding process. This resulted in poor adhesion, causing the luer connector from the secondary port to become loose, detached, or missing, due to an improper joining operation performed by the operator. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch records fa25f16046 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.